Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a procedure on (B)(6) 2010 to take down the colostomy and repair of an eight-centimeter hernia for which suture was utilized. It was further reported that the patient felt ill, experienced pain and repeatedly developed an infected seroma in the lower left side over the next 5 years. The fluid was drained on 4 occasions. The patient had an exploratory surgery on (B)(6) 2014, but no foreign object was located. On (B)(6) 2016, the patient had a strand of suture with a surgical knot removed from the lower left inner abdominal wall. The patient had an abscess treated on (B)(6) 2016 and additional suture material was removed. No additional information was provided.